Manufacturer narrative:
(B)(4). On (B)(4) 2013, (B)(4), pa, merz north america, inc. Spoke to dr (B)(6). This is one of his employees that he injected in the cheek area. He used a variety of techniques to include dermasculpting and boluses on periosteum using aseptic technique. He states the swelling stared 1 week post and tenderness started 2 weeks post, starting on the left cheek and now is the right as well, although l > r. He reports the swelling to be throughout the entire cheek and reports the pt says the tenderness is more lateral on both cheeks. He is unsure if she had an infection somewhere at the time of injection. He states he did some blood tests to r/o infecton and started her on keflex 500mg, bactrim ds and solumedrol yesterday. Her skin is not warm, no fever at this point and no skin erythema, no open wound. No signs of possible vascular issue. She did not have bruising post injection. He reports that she does have some acne and had an acne treatment the same day at the injections and a chemical peel a week after. We discussed possibilities of infection due to double treatments. We also discussed head of bed elevation and cool compresses for comfort. On (B)(6) 2013, dr (B)(6) provided the update that the pt got antibiotics and steroids. After that she got better. The pt came in for f/u a few days later (after (B)(6) 2013). The device history record for the reported radiesse lot was reviewed. All required incoming, in process, and final release testing specs for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
The pt was injected on (B)(6) 2013 with radiesse. On (B)(6) 2013, the pt complained off swelling. On (B)(6) 2013, the pt complained of tenderness.